Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a two-level acdf at c5-c7 using rhbmp-2/acs and resorbable interbody spacers supplemented with an anterior cervical plate to treat cervical spinal stenosis predominantely at c5-c7 with radiculopathy. The patient reportedly began experiencing cervical swelling, difficulty swallowing, and possible shortness of breath 2-3 days post-op. On the day fourth post-op, the patient underwent a surgical intervention to irrigate and debride the surgical wound. A hematoma/seroma was found below the deep fascia, adjacent to the cervical plate. The patient has reportedly experienced resolution of pre-implantation symptoms of cervical spinal stenosis and radiculopathy.